Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy issue first occurred at an unspecified time on (B)(6) 2015. The patient was unable to provide any of the blood glucose results which were obtained at this time, however. The patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. An unknown period of time after the alleged inaccuracy occurred the patient experienced the symptoms of ¿confusion, headache and sweaty¿. In response to these symptoms the patient received glucose tablets/gel from a non-healthcare professional. The patient also stated that their blood glucose was measured on another unknown meter at this time but the result obtained could not be recalled. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test on the subject meter. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the reported issue could not be confirmed, a secondary issue was noted. The meter was noted to have an unknown electrical problem. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.